Manufacturer narrative:
(B)(4)

Event description:
Issues were reportedly encountered to establish communication between the ICD and the home monitor.

Event description:
Issues were reportedly encountered to establish communication between the ICD and the home monitor.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.